Manufacturer narrative:
B3: day unknown; no information has been provided to date. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed through device analysis, and the root cause could not be determined. The event history log was reviewed by customer, and an occlusion alarm was observed, but without the return of the device the reported malfunction cannot be confirmed by testing. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device gave a false alarm of upstream occlusion (possible that the occlusion alarm went off after starting administration more than an hour after priming with continuous setting). There was no reported patient harm/adverse event.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the false alarm of upstream occlusion (possible that the occlusion alarm went off after starting administration more than an hour after priming with continuous. The product was not returned, only the pump log obtained. The reported issue could not confirm by no product return and the cause could not be determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.